Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. D4 medical device lot #: 500009923 was reported, however, this is not a lot number manufactured for the reported catalog number. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred after the second tube was collected. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred after the second tube was collected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device lot #: 4249982 d4. Medical device expiration date: 31-aug-2029 h4. Device manufacture date: 05-sep-2024 investigation summary bd received one sample for investigation related to lot 4249982. The sample underwent functional tests, and the sample passed as there were no issues observed with the sleeve. Additionally, 10 retained samples from the same lot were tested similarly and also passed. Furthermore, 10 retained samples from this lot underwent the same tests and passed as well. Bd also received 2 photos for the reported issue from unknown lots, which show blood leakage in the holder and on the sleeve of the device. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 4249982, for the indicated failure mode: sleeve function. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.